Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Prior to the hospitalization, the customer had a low blood glucose level. After lunch, his blood glucose went very high. Troubleshooting was performed and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.